Event description:
It was reported there was a problem with the patient programmer (pp). It was unable to make adjustments with or without the antenna attached or perform telemetry. The patient started noticing the issue with the antenna in (B)(6) of 2015 and it quit working completely with the antenna on (B)(6) . It was noted that the recharger worked. No patient harm reported. Upon device return, analysis found the antenna jack was resoldered as a preventative measure. The patient further reported that she received the replacement pp and tried to use it with the antenna but it was doing the same thing and wouldn¿t connect. It was further noted that the new pp worked but it wasn¿t working with her old antenna and she would like to have the antenna replaced. A broken antenna was reported. No medical or therapy problem was reported. No out of box failure was reported. No device returned. She was able to use her pp with the antenna for a brief moment to make adjustments and stimulation seemed to be o.k. Until the last hour when she started feeling tingling in her legs and attempted to decrease stimulation but the pp with the antenna wouldn¿t work. After receiving both the new pp and antenna they were both working and she was able to adjust stimulation. The patient had been in pain for the last 24 hours but now that she was able to make adjustments to stimulation she was hoping the pain would subside within the next hour. The manufacturer¿s representative (rep) later reported there was a problem with the pp and it was unable to connect with or without the antenna or work. The clinician programmer would connect and the recharger showed six coupling boxes. No patient harm reported. Upon device return, analysis found the antenna jack was cleaned with alcohol. No issues were found. It was lastly noted that the patient received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved. The last time they received assistance was on (B)(6) ; they no longer had concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).